Event description:
Patient ended up being admitted to intensive care in hospital. She had ketones and was in hospital for 2 nights. Hospital threw pod away.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.